Event description:
Reading of 359 mg/dl on ghis dex compared to a reading of 75 mg/dl on an accucheck. The difference between the readings falles in the "d" range of the parkes error grid, making the difference clinically significant. The customer did not adjust his diet or medication or allege any adverse events. The strips are to be returned for evaluation, and replacement strips are to be sent.